Event description:
It was reported patient underwent a total hip arthroplasty in 2006. Subsequently, patient was revised on (B)(6) 2013 due to instability. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.